Manufacturer narrative:
The customer service representative reviewed the instrument logs and determined the aero cuvette pr dry was possibly dirty. The part was cleaned, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the aero cuvette pr dry did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the aero cuvette pr dry was identified.

Event description:
The customer observed a falsely depressed biosino mg ii a result generated on the architect c1600 processing module for one sample. The following data was provided (customer provided reference range is 0.70 to 1.10 mmol/l): sid (B)(6) initial result = 0.489, repeat result = 0.844. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.